Event description:
Customer reported difficulty pressing the pump's quick bolus/wake button, which often required multiple presses to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level, as levels did not exceed 500 mg/dl or drop below 54 mg/dl. Technical support instructed the customer to attempt various troubleshooting steps, which confirmed the issue persisted unless the pump was plugged into a power source. Consequently, a replacement pump was sent, while the customer was advised to keep the current pump plugged in to use its features until the new unit arrived. The customer acknowledged all instructions for using and returning the pump.